Event description:
The customer reported that during a hysterectomy procedure, the jaws of the device could not be reopened while applied to patient tissue. It is unknown how the device was removed from the patient tissue. Reportedly, some bleeding occurred but there was no need for a transfusion.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Additional/corrected info:the amount of unanticipated blood loss was unknown; however, no transfusion was needed.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found the jaws were locked shut on tissue. The reported condition was confirmed based on the visual inspection. The jaws opened when forward pressure was applied to the handle. Afterwards, the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The knife was activated on a silicone test strip and the results were acceptable. The investigation identified the root cause of the reported condition to be user error, due to inadequate/improper cleaning of the device. A device history review was completed and no entries pertinent to the customer's report were noted.